Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in-clinic for a follow-up exam, the device was unable to be interrogated. Device replacement was recommended.

Manufacturer narrative:
The reported field event of no wireless communication was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
New information received notes that the device was explanted. The patient tolerated the procedure well and will continue to be monitored normally.